Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7195225.

Event description:
It was reported that the patient was experiencing intermittent pain in the thigh. The patient went to the emergency room and underwent a lead removal. The explanted leads were disposed by the facility.